Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ventricular assist device (vad) exhibited low flow alarms for a month before the patient was admitted to the hospital with a high temperature and lab parameters indicating infection. The patient was noted to have a pre-sternal draining abscess from aspergillus that had been drained and patient was receiving therapy for the infection. The patient had low flow alarms for 1 week and then another alarm 3 weeks later but remained hemodynamically stable. A computerized tomography (CT) revealed an outflow cannula thrombosis. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction to patient's age and weight. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and an update to: -h6. Patient codes (ime/annex e) and eval code conclusion (fdc/annex d) -h10. Product event summary -ime (annex e) health clinical -imf (annex f) health impact product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. Review of (B)(6) sterility certificate confirmed that the associated device met all requirements for release. The reported low flow and high-power events were confirmed through log file analysis which revealed a gradual decrease in power consumption and estimated flows beginning on 01/feb/2020, with parameters continuing to decrease throughout the analyzed period, leading to parameters below the normal operating range. A sharp increase in power consumption and estimated flows was subsequently logged on 22/apr/2020. 185 low flow alarms were logged since 14/mar/2020. Information provided by the site indicated that the patient was admitted with a high temperature and lab parameters indicating infection. The patient was noted to have a pre-sternal draining abscess from aspergillus that had been drained and the patient was receiving therapy for the infection. A chest computerized tomography (CT) revealed a thrombus in the outflow cannula of the outflow graft, and the patient received anticoagulant therapy, which likely corresponds with the increase in parameters observed in the log files. The patient complained of pain and warmness in the chest, and it was decided to turn off the vad the patient subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event can be attributed, but not limited, to thrombus at the outflow graft and the most likely root cause of the subsequent increase in parameters can be attributed, but not limited, to treatment of the outflow graft thrombus. Per the instructions for use, infection, thrombus, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: outflow graft d4: 17531282-1521 h6: patient ime code(s): e0514 h6: imf code(s): f02 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicates that the patient died. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient died.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. Review of the vad's sterility certificate confirmed that the associated device met all requirements for release. The reported low flow event was confirmed through log file analysis which revealed a gradual decrease in power consumption and estimated flows beginning on (B)(6) 2020, with parameters continuing to decrease throughout the analyzed period, leading to parameters below the normal operating range. 185 low flow alarms were logged since (B)(6) 2020. The reported ¿increased power consumption¿ on (B)(6) 2020 was unable to be confirmed since the log files available only covered through (B)(6) 2020. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Of note, it was reported that computerized tomography (CT) revealed a thrombus in the outflow cannula of the outflow graft. Based on the available information, the most likely root cause of the reported low flow event can be attributed to thrombus at the outflow graft. Based on risk documentation, multiple factors may have contributed to the reported increased power event including but not limited to external factors such as thrombus formation/ingestion and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft 17531282-1521 h6: FDA method code(s): 4114 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ventricular assist device (vad) exhibited low flow alarms for a month before the patient was admitted to the hospital with a high temperature and lab parameters indicating infection. The patient was noted to have a pre-sternal draining abscess from aspergillus that had been drained and patient was receiving therapy for the infection. The patient had low flow alarms for 1 week and then another alarm 3 weeks later but remained hemodynamically stable. It was noted the vad parameters was below the normal range. A computerized tomography (CT) revealed an outflow cannula thrombosis. The vad remains in use. No further patient complications have been reported as a result of this event. On (B)(6) 2020: it was further reported the outflow cannula had a thrombosis which led to increased power consumption on the ventricular assist device (vad). A chest computerized tomography (CT) revealed a thrombus in the outflow cannula of the outflow graft. The patient received anticoagulant therapy with a target partial thromboplastin time (ptt) of 80-90s. The patient complained of pain and warmness in the chest with the increased power consumption and it was decided to turn off the vad.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction of original event description to include increased power consumption. Additional information includes new information, patient information, implant date, concomitant product, updated codes and additional pli. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: 31-oct-2023 / serial or lot#: (B)(6) UDI #: (B)(4) d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 01-oct-2018 h6: patient code(s): c27083 h6: device code(s): c62897 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 this information was received from the destination therapy post-approval apogee study. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.